Event description:
It was reported that the ventricular lead had high impedance for one day. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead 2010-(B)(6), (B)(4).